Manufacturer narrative:
Batch review performed on 10 september 2019- lot 163837: (B)(4) items manufactured and released on 15-sept-2016. Expiration date: 2021-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager- intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
After the insertion of the femoral stem, the bone fracture of the distal part of the femoral stem was discovered during the surgery. At the time there were no backup implants such as trauma and revision stems so the surgery was finished without any additional treatment. No revision surgery has been performed because conservative treatment was effective.